Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they had low blood sugar and passed out. The patient was taken to the emergency room (ER) via ambulance and was treated with intravenous (IV) therapy of dextrose 50 during the ride. The patient could not recall who called the ambulance. It was indicated that because the patient's continuous glucose monitor (cgm) was stuck on the initialization screen after the patient restarted the device, the patient was not using the receiver at the time of event. The patient was not in a sensor session when they restarted the device. At the time of contact, the patient was at home in good condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. An external visual inspection was performed and the inspection passed. The receiver was charged and succeffully booted. Functional testing was performed and the test passed. Data was downloaded and the downloaded data log did not find any errors in the logs. The receiver had been working as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4) correction to follow up report (B)(4), date should be (B)(6)2019 date received by manufacturer - correction to follow up report (B)(4), date should be 05/02/2019

Event description:
Subsequent to the second follow up report, a correction has been made.